Event description:
A report was received from a consumer enclosing the results of a microbiological analysis of solocare hard lens care solution (lot number unk). No further info was supplied except that the testing was associated with an incident that caused the consumer severe pain.